Event description:
It was reported by biomed - the insulation is pulling away and is an infection control concern. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of damaged strain relief is confirmed: the insulation is pulling away. The probe tested as expected, however the cable jacket is separated for the probe strain relief exposing the wires. The root cause of the reported issue is due to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.